Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The image showed a blue sf60 reload that has been fully fired. The blade is no longer in the proximal position and all pushers appear flush with the top surface, indicating full deployment. The proximal garage, where the blade is housed prior to firing, appears to be damaged. The reload material is deformed and jagged, and a fragment of the cartridge is seen on the customer¿s glove. Inner track damage can also be seen near the halfway point of the reload. The complaint states that they noticed the damage prior to loading the instrument, however it would not have been advised to use a reload that was already damaged and ¿chipping¿. Based on the damage shown, it seems more likely that the damage occurred during fire. A root cause of the proximal damage to the reload based on the image alone cannot be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, the damage was noted on the sureform 60 blue reload. The issue was identified prior to loading the reload onto the stapler. It appeared as though the plastic used was brittle and chipped when compared to normal reloads from the same box. There did not appear to be any external damage to the box or damage to other reloads in the same box. It did not cause a delay in the surgical procedure. There were no adverse effects on the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was noticed prior to the beginning of the procedure. This reload was never used on the patient. The operation room (or) staff simply used a different reload. The damaged reload was disposed of; the customer does not intend to return it via RMA.